Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e333 error could not be identified. However, it¿s likely the cause is related to a temporary communication failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer confirmed with the olympus field service engineer (fse) that prior to the error message, the subject device was soak tested at the user facility workshop for two days with cameras, without cameras, with several power cycles and the device appeared to work appropriately. There was no sign of water ingress around the touch panel screen and the screen responds normally. The fse believes that the screen had been touched during power up causing the error message. The customer has also been advised not to use wet wipes to clean the screen and its edges to prevent fluid ingress to the screen. No device will be returned to olympus as the reported issue has been rectified by restarting the machine. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that during inspection before use, the customer had a touch panel ¿error message, e333¿ on the visera elite ii video system center. There was no delay, and no death, injury or harm was reported.